Event description:
A medtronic representative reported a navigation system camera with a fault light staying on. Tracking with this camera was intermittent and the staff monitor image was unclear. Switching ports on the splitter did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement staff lcd monitor shipped to site. Medtronic investigation of returned (on (B)(4) 2013) suspect monitor finds that the image is white and blank. By pushing on the area where the cable connects the screen to the video board the image develops a vertical stripe down the center of the screen. Electrical failure - distorted and poor image quality, directly caused event. Replacement camera shipped to site. Medtronic investigation of returned (on (B)(4) 2013) suspect camera finds that at power up, the psu fault light was not illuminated. A check of the event log revealed an extensive history of the illuminator current moving in and out of range. Electrical failure - illuminator current out of range, system fault code, directly caused event.